Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. The patient had long segment barrett's esophagus with a nodule that was biopsied previously and came back positive for carcinoma. It was also reported that the patient had an endoscopic mucosal resection (emr) performed with a different device four weeks prior. According to the complainant, during the procedure, more tissue was resected than what was desired which caused a linear tear in the submucosa. A muscularis propria could be seen and the CT scan showed no contrast going through the wall but did show an air leak into the mediastinum indicating that a microperforation had occurred. The patient stayed in the hospital for a couple of days and the microperforation was noted to heal on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.